Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 1) 183 mg/dl (advantage) and 93 mg/dl (aviva) 2) 176 mg/dl (advantage) and 81 mg/dl (aviva) sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
During surgery, the tip of the broach broke off in the femoral canal and was left in the patient.

Manufacturer narrative:
This medwatch report is for the aviva system. (B)(4). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
This medwatch report is for the aviva system. (B)(4).